Manufacturer narrative:
Section b5: the thrombus was first identified in 2018, captured under MFR # 2916596-2022-00847. Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist device (hmii lvad), serial number (B)(6), and the reported bleeding, elevated ldh, and thrombus could not be conclusively established at this time. The outflow graft thrombus could not be confirmed because no product was returned for evaluation. The submitted left ventricular assist device (lvad) log files confirmed speed decreases lower than the fixed speed as reported by the account. These speed decreases are associated with pulsatility index (pi) events, and when pi events are detected, the device speed drops down to the ¿low speed limit¿ and then ramps back up. The pump operated as intended above the low speed limit for the duration of the log file. The patient remains ongoing with heartmate ii left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hmii lvas, including bleeding, hemolysis, and thrombus. Section 1 also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). If pi events are detected, the device speed drops down to the ¿low speed limit¿ and then ramps back up. Section 6 entitled ¿patient care and management¿ also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that on (B)(6) 2021 computed tomography angiography (cta) of the outflow graft had findings of stable layering filling defects in the outflow cannula which were compatible with stable outflow cannula thrombus. On (B)(6) 2021 the patient had an outflow graft revision (clot and old hematoma evacuated from space between outflow graft and bend relief) and drainage of right hemothorax with right chest tube placement. The patient's treatment course included 50 milligram oral persantine three times a day for 5 days and a heparin infusion on (B)(6) 2021 which was not continued due to bleeding and low hemoglobin of 7.6 - 6.8 grams per deciliter.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the report of a clot and hematoma in the space between the bend relief and outflow graft could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. A direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported elevated lactate dehydrogenase (ldh) and splenic bleed/hematoma, could not be conclusively established through this evaluation. The submitted log files confirmed speed decreases lower than the fixed speed as reported by the account. These speed decreases were associated with pulsatility index (pi) events. When pi events are detected, the device speed decreases to the low speed limit and then ramps back up by design. The pump appeared to operate as intended for the duration of the log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hmii lvas, including bleeding and hemolysis. Section 1 also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for abdominal pain with later complications following a traumatic fall causing splenic bleed/ hematoma. The patient's ldh was up to 709 (582, 514 on (B)(6) 2021, and previously 397 and 363, up from 200s baseline). Pfh elevated at 80 but varied over the last few days. Upon interrogation of vad, hm touch showed speed drops and flow up to 9 and 7.6 at 9290 speed with history in 4-5 range. The patient's inr was subtherapeutic (below 2) since (B)(6) 2021 despite low dose heparin infusion. Log file analysis does not show unusual signs that point to pump thrombus.